Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "seizures", "hyperemia", "itching", and "inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: contra-indications: do not inject juvéderm® volift¿ with lidocaine in the periorbital area (eyelids, under-eye area, crow¿s feet) and glabellar region. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volift¿ with lidocaine in "facial wrinkles, crow's feet lines". After 17 days, patient presented with seizures, hyperemia and itching in area of injections. Patient treated with "injections of dex+lidaze to the injection sites twice, diprospan I/m". "Patient was operated in the other clinic - foci of inflammation were opened and drained, several courses of antibiotic therapy were prescribed". Symptoms are resolved.